Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user experienced a balloon burst with a bardex catheter. She did not have any product or lot number information since the catheter had been discarded. She believed that the nurse may have overfilled the balloon. There were no missing pieces reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the user experienced a balloon burst with a bardex catheter. She did not have any product or lot number information since the catheter had been discarded. She believed that the nurse may have overfilled the balloon. There were no missing pieces reported.